Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported inability to insert the atrial lead was not confirmed in the laboratory. Visual inspection of the device header noted the atrial lead port's mid-section was cloudy; however the tip section was transparent. The device was tested on the bench and test leads were inserted and all set screws were properly tightened. The cause of the reported field event could not be determined.

Event description:
It was reported that during the implant procedure, the atrial lead could not be fully inserted into the atrial port of the device header. Silicone oil was used but was unsuccessful. A white residue and an opaque header were noted. Device was replaced.